Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, it was observed that the heating element was bent on the vasoview hemopro 2. This was noticed on the first attempt to use the device. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
The device was returned to the factory for evaluation. It showed signs of clinical usage and slight evidence of blood. A visual inspection was performed. An area of damaged silicone was observed the hot jaw tip and the metal tines at the end of the metal inner spine had splayed out and were protruding through the damaged silicone. The heater element had buckled away from the jaw. A pre-cautery test was performed on the device with a reference power supply, adapter and extension cable. The device was operated 10 times. The device passed the pre-cautery test; it producted steam and heat during several activations and shut off when the toggle was released. A polyfuse test was performed; the device shut off after a period of sustained activation and reactivated after cooling off with no incident. This type of damage is consistent with the type of damage seen from blunt force impact during improper insertion into the cannula or sharp contact with a hard object during handling. Based upon the evaluation results, the reported complaint was confirmed. A lot history record review was completed for the reported product lot number. There was non-conformance recorded in the lot history. (B)(4).